Event description:
It was reported that the device was removed due to low impedance. Insulation damage was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the outer insulation abraded open at 25.7cm from the connector pins over the rv cables lumen. The etfe insulation of one of the rv cables was abraded open allowing the rv cable filars to make contact with the ICD can. This resulted in a spark that melted apart the rv cable filars in this area. The abrasion was a result of friction to the ICD can.